Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip detaching from one leaflet. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. It was noted that visualization of the anterior leaflet was difficult due to shadowing from the clip delivery system (cds). However, a mitraclip xtw was successfully implanted with no issues. A mitraclip xt was then implanted lateral of the previous clip, but after deployment had a single leaflet device attachment (slda). The clip detached from the anterior leaflet. It was determined no additional clip was needed to stabilize. The xt clip remained stable on the posterior leaflet and the mr was reduced to grade 2+. There were no patient consequences. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation was due to a combination of challenging patient anatomy and difficult visualization. The reported poor imaging resolution was due to the shadowing of the clip delivery system. There is no indication of a product quality issue with respect to manufacture, design or labeling.